Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and replaced the universal serial bus (usb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, a 980 ventilator entered into backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient desaturated.

Manufacturer narrative:
Device evaluation summary: the service personnel (sp) reported that the backup ventilation (buv) was confirmed and the customer requested to change the equipment. Sp reported that medtronic (B)(4) is conducting business procedures for this. Also an alert code (unable read the expiratory flow sensor) was recorded as a secondary issue. Sp adjusted and calibrated the flow sensor to address the secondary issue. By recommendation of the factory, the change of the universal serial bus(usb) was also performed. The cause of the reported event could not be established. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.